Event description:
As reported, during use in patient of this pressure monitoring set, there was a leakage from the 3-way stopcock. As a consequence, when administrating a drug through this, it leaked out of what appeared to be a small crack, leading to medication loss. There was no allegation of patient injury. The device was not available for evaluation. Patient demographics unable to be obtained.

Manufacturer narrative:
It was further informed that the device was not available for evaluation since it was discarded at hospital. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). There are manufacturing controls to avoid potential causes related to the reported malfunction.

Manufacturer narrative:
Corrected data: based on further review, updated h6 (impact code) and h6 (clinical code).

Event description:
As reported, during use in patient of this pressure monitoring set connected to the left internal jugular, there was a leakage from what appeared to be a small crack of the 3-way stopcock, leading to medication loss when administrating propofol through this port. As a consequence, the patient was not as well sedated as required. The device was replaced with a new unit. There was no allegation of patient injury.